Event description:
It was reported that an ilet user experienced several episodes of hyperglycemia with blood glucose values greater than 300 mg/dl after initiating therapy, while expressing reluctance to change the infusion site due to limited supplies; a goodwill order for insets and cartridge kit/adapters was sent and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no medical intervention beyond routine troubleshooting and supply support. Investigation included complaint intake review and customer follow-up to assess infusion site performance and potential infusion set or cartridge issues. Investigation of this case revealed an unclear cause with no confirmed device malfunction and no specific component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.